Event description:
Patient reported the meter provided questionable bolus advice. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.